Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The account submitted log files for review. Multiple yellow wrench advisories associated with driveline faults were captured throughout the log files which were silenced. These driveline faults appeared to result from an issue with phase 1. The other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records for v(B)(6) and the driveline, serial number 63200, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The most recent revision of the heartmate ii instructions for use (IFU) contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reference of the patient's known driveline faults were reported under MFR # 2916596-2020-03622 , MFR# 2916596-2021-00763, MFR # 2916596-2021-01754, MFR # 2916596-2021-02341 and MFR # 2916596-2021-02941. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for the patient with a known driveline fault that the clinic has been following for the past year. Submitted log file continued to show phase 1 having a broken wire. There has been no other unusual reading on the phases. No other unusual events seen other than the continuous driveline fault. The patient has been living with driveline fault for the past year with no symptoms and treatment. The patient is just being monitored and no alarms reported. No additional information provided.